Event description:
While performing an unrelated service, the co svc tech found the high pressure alarm would not activate within spec. The st inspected the device and replaced the comparator in the alarm control circuit. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event in this report.